Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been charging since 1:15pm and they have had to charge every 4 days and a manufacturer representative (rep) told them to call patient services (ps) because there could something wrong with the external equipment. The patient stated they charged their old implant once a month. The patient asked if this was normal for the implant to charge often. The patient said that they had a seroma on the incision site, it was like a "hard knot" and their healthcare professional (hcp) was aware of it. The patient also reported that they thought that the ins had moved and it was right at the skin. The patient stated that they got "excellent" quality when charging their implant and the ins was currently charged to 100% and the controller was at 20%. The patient said they just finished charging the ins and they were going to plug in the controller to charge. Ps assisted the patient with checking the charging temperature which was at level 4, the highest level. Ps reviewed the controller was functioning as expected and charging the implant to the best of its capabilities. Ps reviewed higher settings and usage could affect how often the ins needed to charge. Ps reviewed the ins position could affect charging and recommend that the patient consult with their hcp. No further complications were reported/anticipated.